Manufacturer narrative:
The company service rep was asked to check the system due to intermittent touchscreen problems. The company service rep examined the system and was unable to duplicate the intermittent touchscreen problem. The touchscreen was replaced as a diagnostic measure. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).

Event description:
The customer reported a corneal burn occurred. The event occurred in september. The surgeon closed the wound with sutures. The customer noted they have three phaco handpieces and all have been used since with no problems. No consumables were saved for evaluation. The customer did want the system checked. Additional info on the pt status was requested.